Event description:
It was reported that the dexcom g7 continuous glucose monitor experienced intermittent communication failure resulting in signal loss to the ilet, while the dexcom app continued to display glucose readings; troubleshooting steps included toggling settings, restarting, and re-entering the g7 pairing code to reinitiate pairing, indicating an issue related to the device¿s electrical and magnetic components, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.